Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential event addressed in the product labeling.

Event description:
Health professional reported left side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
The reason for reoperation was deflation. Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, yellow particles in device inner surface and three linear openings. A leak test was performed which identified openings. A microscopic analysis was performed which identified one opening crease(smooth) and two openings(striated). Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is one opening crease(smooth) assessed as fold(flaw) opening, and two openings(striated) assessed as surgical damage.

Event description:
Health professional reported left side deflation. Device has been explanted.